Event description:
This lead was explanted and replaced due to suspected subclavian crush. The impedances were greater than 3200 ohms. There were no adverse pt events reported. The hospital retained the device. Should additional info be received, this file will be updated.